Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during preparation for a benign prostatic hyperplasia (bph) procedure. The customer was inserting the catheter through the penis and the catheter tip folded over in the urethra and would not advance. After two attempts, they were able to advance another of the same device with no patient complications. The patient's condition was noted as "fine".

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.